Manufacturer narrative:
Film analysis conclusion: the reported spinal cord injury could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing attempts to position the devices or post -operative CT were not received for a thorough analysis of the event. It is possible that anatomical factors such as the two thoracic ulcers and severe thrombus in the aorta may have contributed to the reported adverse event but this could not be assessed. The pathogenesis of a spinal cord injury after a tevar is known to be multifactorial. Risk factors for its development include perioperative hypotension, coverage of the lsa and previous or concomitant thoracic and abdominal aortic repair. Per the valiant captiva IFU, it is recommended that for the treatment of a penetrating ulcer, an aortic diameter in the range of 18mm to 42mm is required. Based on the pre-operative imaging, this patient had suitable aortic diameters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amf3636c150tu, serial/lot #: (B)(6), ubd: 01-nov-2023, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of two thoracic ulcers. It was reported that post the index procedure the patient had a spinal cord injury. When the patient woke up post the procedure the patient had lost feeling and movement in the lower extremities. A spinal drain was placed prior to the patient leaving the operating room. The anesthesiologist removed 10-20ml of csf from the patient and the patient stated they could feel their feet however the patient did not recover movement of the lower extremities. Per the physician the cause of the spinal cord injury was related to the patient's anatomy and the two thoracic ulcers. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the patient was transferred to a different healthcare facility post tevar and had minimal improvement initially.the patient is now able to walk with the assistance of a walker and is tolerating therapy well medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.